Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and observed that the magnetic pin in the lid was missing. Based on the reported information, stryker has determined that the likely cause of the reported issue was the lid assembly, which resulted in the missing magnet. Not returned to stryker.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon inspection, physio noticed that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.